Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The ccc specialist discussed proper sample handling procedures with the customer. A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse checked the aliquot cartridges for red cells. The cse performed a power flush, aligned the integrated multi-sensor technology (imt) module and imt probe. The cse ran a dilution check, quality controls and performed a precision testing, which were acceptable. A siemens headquarters support center (hsc) specialist reviewed the instrument data and determined that after a level sense failure, the sample aliquots for sample ID (B)(6) were aliquoted within seven seconds of the prior sample, resulting in inadequate rinsing of the aliquot probe between the samples.

Event description:
Discordant, falsely elevated sodium (na) and potassium (k) results were obtained on one patient sample on a dimension vista 1500 instrument. The discordant results were reported to the physician(s) and the potassium result was questioned. The sample was repeated on the same instrument, resulting lower and matching the clinical picture of the patient. The sample was also repeated on an alternate dimension vista instrument for potassium, resulting lower. The corrected result for potassium was reported to the physician(s) and the repeat result was not sent for sodium. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated potassium and sodium results.

Manufacturer narrative:
The initial MDR 1226181-2016-00108 was filed on march 4, 2016. Additional information (03/21/2016): siemens healthcare diagnostics has confirmed a software defect which, in a very specific set of circumstances, results in the dimension vista system omitting an aliquot probe rinse between sample aspirations when processing tubes in sample racks that are front loaded on the dimension vista system. Urgent medical device correction (umdc) vsw16-01.a.us was sent to customers in the united states in march 2016 and corresponding urgent field safety notice (ufsn #vsw16-01.a.ous) to all outside us dimension vista customers. The umdc and ufsn are entitled "dimension vista system may not perform aliquot probe rinse." The umdc and ufsn describe the software defect, what samples are not impacted, the risk to health, and actions to be taken by the customer to minimize or eliminate the impact of the software defect.